Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and reported that their level 3 quality control was out of range. The customer did not re-run level 3 quality control. The customer performed precision testing on the patient sample and one random patient sample and obtained imprecise results. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse verified the probe calibrations and the acid and base dispenses. The cse then performed an acid and base decontamination. The cse ran precision testing on level 1 quality control and one of the results from many replicates was out of range. The cse replaced the wash blocks and the reagent syringe. The cse ran quality controls, which were within the acceptable range. The cse calibrated the assay and ran master curve calibrations (mcm's) and re-ran quality controls, which were also within acceptable ranges. Upon a follow-up visit, the cse replaced the base pump and repaired the water line fitting. The cse ran quality controls, which were acceptable. As per advia centaur cp tni-ultra instructions for use, "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results." The cause of the discordant result being reported out was due to the user error, while the cause of discordant, falsely elevated tni-result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate platform and on the same instrument, resulting lower both times. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra result.